Manufacturer narrative:
(B)(4). Date sent: 12/26/2019. Date of event: publication year of 2005. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: ectopic missed abortion after laparoscopic sterilization with the harmonic scalpel author(s): dalkalitsis n1, stefos t, tsirkas p, tsanadis g, sotiriadis a, dousias v citation: clin exp obstet gynecol. 2005;32(1):79-80. This case report aimed to present a (B)(6)-year-old female patient who previously underwent laparoscopic tubal dissection with a harmonic scalpel. This patient complication of vaginal bleeding, deep lower abdominal pain and secondary amenorrhoea. Diagnostic laparoscopy was performed in which laparoscopy showed slightly enlarged uterus. The right fallopian tube was dissected at the ampulla and the distal end was found slightly enlarged and slightly bleeding due to an ectopic missed abortion sited at the distal tubal end. The procedure proceeded by squeezing the distal part of the right tube with grasping forceps and removed blood clots and hemorrhagic tissues. Repeat tubal resection was performed using harmonic scalpel in level 3 and hemostasis was secured. Diagnostic curettage was performed simultaneously. The patient remained in the hospital for two days without complications. She was discharged on day 3 and had no further problems. The harmonic scalpel provides effective coagulation and cutting at the same time, so there is no incidence of tubal bleeding during the procedure. This is the first time that a case of ectopic pregnancy after sterilization by harmonic scalpel has been reported. Despite the very low pregnancy rate after laparoscopic sterilization, the procedure does not completely eliminate the possibility of ectopic pregnancy, even years after the operation. Patients should be counseled appropriately, especially younger sexually active women and they should be informed of the very low, however existing, risk of ectopic pregnancy in the following years.